Manufacturer narrative:
(B)(4). B3: as the event date was not reported, the first day in the month of the aware date is provided. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that restenosis occurred. It was reported via abstract from an oral session at japan endovascular treatment conference 2025 (jet 2025) describing the debulking and drug coated balloon (dcb) treatment in hemodialysis (hd) patients and non-hd patients. A rotablator rotational atherectomy system was selected for plaque reduction and preparing lesion for percutaneous coronary intervention (pci) procedure with dcb. Target lesion revascularization (tlr) was noted in one lesion in dialysis group.

Event description:
It was reported that restenosis occurred. It was reported via abstract from an oral session at japan endovascular treatment conference 2025 (jet2025) describing the debulking and dcb treatment in hemodialysis (hd) patients and non-hd patients. A rotablator rotational atherectomy system was selected for plaque reduction and preparing lesion for percutaneous coronary intervention (pci) procedure with drug coated balloon (dcb). Target lesion revascularization (tlr) was noted in one lesion in dialysis group.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.